Event description:
Pure medical health problem, caused by a dubious medical device, which made victims of rptr's family and rptr. Children never had a real parent, spouse never a spouse. After a chronic breast infection, rptr got breast implants advised. So, they could "at least" wear a bra. Rptr really loved that idea. Surgeon told rptr: "when you die at, say 80, your breasts will be staying straight ahead. No breast problems anymore for the rest of your life". It turned out to be a great disaster. Rptr had 18 surgeries. Prosthesis in/out, in/out, transplantation of own tissue (without success), another reconstruction-try, prosthesis in/out, etc. Within 3 years, rptr got rheumatism (r.a.) Diagnosed (was forced to move into a special house for disabled people) and a lot of other diseases which didn't fit them at all. Their body told another tale, so everything was all in their mind. In 1990 a ruptured implant was removed and a "very safe" thick one re-implanted. Specialist assured rptr that this new device didn't cause problems. Rptr recovered, could walk without pain (miracle). Alas only for 2 mos. The new (low bleed) implant started to poison rptr's body again and made them sick as never before. Rptr was completely disabled and helpless. The only way to survive was a radical explantation of this sick-maker, a very hard decision. During that time rptr laid hands on an interesting medical report (publicized in 1987) about the possible connection between silicone and immune disorders like rheumatism, named h.a.d., iluman adjuvant disease. Rptr could not and still cannot find words to express their feelings of anger and betrayal. All those lost years. All this pain, scars, despair. Not only for themself, also for their spouse and children. Before rptr realized it they were the "head of a fast growing support group for women with silicone breast implants, officially registered by law 5/7/92. Rptr's body looked awful; one breast was completely gone. Since rptr started their crusade they have heard the very same story over 4,000 times. That was not enough for rptr. Contacted other groups around the world, only "the tongue" was different, the tale the very same. Rptr also wrote or phoned to different universities all over the world to inform themself as well as possible. Plastic surgeons hardly inform the women about possible future health risks both to themselves and their yet unborn babies. They only show nice pictures. "Silicone is an inert material, no danger at all! The worldwide commotion is gossip from hysterical women, out for money. Nothing scientific proven, no link is found till now, as long as it isn't banned I go on!", is their favorite slogan, it is possible here to buy your breasts now and pay monthly, you can read that in all ads in all newspapers and magazines. I think that is a very hypocritical way to translate the oath of hypocratis, the mammon above the human beings. Since the start of support group in 1992 till now rptr has answered over 20,000 telephone-calls (from 5 mins to 1 1/2 hrs or even more) and heard more than 4,000 times the very same story, sometimes anonymous. They all received information-packet to help them to find their way. Group also sent the women different questionnaires for more investigation. The first one with about 100 answer possibilities. Age of the women between 17-78 years. Age of implants: one month-35 years. The results were shocking, but not scientific, that came later thanks to the university who analyzed all results. The most shocking part, the answers from mothers with children before and after their implants, the difference between these kids and their medical complaints. Over 199 children are registered. Findings were the very same as written in a children hospital report (1993). 83% of the women who contacted support group did have many of the well-known diseases. That is over 10% of the valued 30,000 women with breast implants in rtpr's country. 14% wanted info about augmentation or reconstruction. 2% did not (yet) have problems. 1% was suffering due to other medical devices like hips, testicles, injections, needles, etc. Of those 83% is the score 99% with muscle/joint pains, often falsely diagnosed as r.a. Or fibromyalgia. Chronic fatigue: 98%. Memory loss, short memory and bad concentration: 93%. Most of the other problems (1487, all documented) scored higher than 70%. By explanation over 80% of the implants were ruptured or visibly leaking/bleeding. That is what the women told rptr, but mostly not written in their files nor registered. 40% of the explanted women recovered quite a lot within the first year. About 45% needed 2 to 5 years to feel better. The others, alas, have passed the way of no return. No idea how long they'll stay among them. 15-20 ladies are terribly sick, going down hill daily, some are terminal by now. 7 times they found a tumor too late (as far as rptr has heard). 16 ladies already died, without knowing why. Five of them rptr knew very well, almost till the very last minute. One committed suicide, 34 years old. They could not stand the pain anymore and their maimed body. But most of the implants were ruptured (envelope gone) or there was visible bleeding. There are also 2 babies rptr knows about. One choked in mucus after being breastfed, only 6 weeks old. The other one bled to death, 2 weeks before birth. No reason found. Only a strange disorder in the immune system. Health government doesn't take all complaints seriously; they don't realize the reality is even more than worse. They hardly listen to rptr. They even don't believe rptr and do nothing for the sick women, children and men. No medication, no treatment, no help at all for this betrayed population. Rptr thinks all their health ministers are responsible. They allow dubious medical devices on the markets; the very same device that is banned in america and other countries since 1992.